Event description:
On (B)(6) 2013, it was reported that an AED was deployed during a sporting event when a man coaching a soccer team collapsed. It was reported that CPR was started immediately and that within 3 minutes the AED arrived on the scene. It was reported that the operator of the AED applied the pads to the pt, but the device stated that the pads were not correctly applied. In the mean time, a second AED arrived at the scene unrelated to the usage of the first AED, and the rescue was continued using that AED. It was reported that the pt was given at least one shock, with the second AED, and that the pt died later that day in the hospital. The owner of the AED associated with this MDR reported that when he received the AED back after the event, he found that the connector of the pads was not plugged in completely.

Manufacturer narrative:
Method code: the electronic history file from the defibtech AED was evaluated. The electronic history identified that the unit was placed in service on (B)(4) 2006 and that the unit was functioning properly, successfully performing its self-tests, including on the day of the reported event. The review of the electronic history confirmed that the unit was powered on, around the time of the reported event but the AED did not identify a valid pt ECG. Based on the review of the electronic history alone, it was not possible to determine the cause of the reported event or whether the pads connector was plugged in, not plugged in, or not plugged in completely, as reported by the AED's owner. Based on the review of the electronic history, the actual device, battery pack and defibrillation pads used during the event were requested in order to aide in the investigation. The second AED deployed for this event was reported to be a medtronic AED. No additional information was available for the second AED. To date, the unit associated with this complaint has not been received. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.